Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is missing date from carelink. Customer also indicated that emergency services were called due to low blood glucose. Troubleshooting advised customer on the usage of carelink and how to verify information in the pump. No further information was provided.